Manufacturer narrative:
This medwatch is for suspect device in inform system 2. Reference medwatch with (B)(4) for suspect device in inform system 1.

Event description:
Caller states the patient tested 170 mg/dl on inform system 1 and 383 mg/dl on inform system 2 within 10 minutes. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.